Event description:
When removing umbilical arterial catheter, it snapped in two pieces about 14.25 cm. Pressure held to umbilical site, md retrieved remainder of catheter with hemostat. Infant lost approximately less than 5ml of blood.